Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. The patient's parent checked on the patient around midnight on (B)(6) 2021 and the dexcom was reading at that time. Sometime between midnight and 8:00 am, the dexcom stopped reading, no alarms and disconnected from the tandem pump. The patient got up around 8:00 am and went to the bathroom. The father found the patient on the floor seizing. After the patient stopped seizing, the patient was given sugar, and taken to the hospital; however, the patient vomited the entire drive to the hospital. The patient was evaluated in the emergency department (ed) and released; no treatment information was provided. The sensor had been inserted in the day before the event. At the time of the report, the patient was doing fine. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. A review of the cloud/share data was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined.